Manufacturer narrative:
Correction: implant date. An event regarding disassociation, fretting and abnormal ion level involving a lfit v40 cocr head that was mated with an accolade stem was reported. The event was confirmed by clinician review. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: a review of the provided medical records and x-rays by a clinical consultant revealed: "all multiple views of the left hip demonstrating a large femoral head remaining in the acetabulum, which has no additional screws for fixation and appears to be well-fixed, as well as the femoral stem. The femoral trunnion has disassociated and dislocated from the head with some apparent trunnion erosion noted on the x-ray. X-rays dated (B)(6) 2019 are two ap¿s of the pelvis and one ap of the left hip demonstrating the same acetabular shell with a restoration modular stem in nominal position with a smaller head reduced into an mdm articulation. The hip is reduced and in nominal position. No examination of explanted components, no surgical pathology reports and no serial x-rays of the left hip prior to (B)(6) 2019, or confirmation either on x-ray or surgical pathology of the presence of bone cement noted in the revision operative report are available for review. Based upon the information available for review, no determination can be made regarding the cause of the disassociation of the trunnion/head interface occurring twelve years post implantation in this obese patient. " device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before (B)(6) 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
It was reported that the patient's left hip was revised due to disassociation of the head from the stem. Surgeon also reported elevated ion levels. Intraoperatively, excessive trunnion wear, excessive black tissue, and liner wear and discoloration were noted. Patient was revised to a restoration modular stem construct with a ceramic head and adm/mdm liner construct. Rep reported that he can provide the primary operative report, and that no further information will be available. Update (B)(6) 2019: patient called seeking compensation, and reporting pain and metallosis.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left hip was revised due to disassociation of the head from the stem. Surgeon also reported elevated ion levels. Intraoperatively, excessive trunnion wear, excessive black tissue, and liner wear and discoloration were noted. Patient was revised to a restoration modular stem construct with a ceramic head and adm/mdm liner construct. Rep reported that he can provide the primary operative report, and that no further information will be available. Update 10-may-2019: patient called seeking compensation, and reporting pain and metallosis.